Event description:
Extracorporeal photophoresis (ecp) was initiated using the cellex kit. There were multiple air alarms. Air was noted in the draw line to the centrifuge bowl, and exiting from the centrifuge bowl, going into the top of the return bag. There was whole blood with no air in the return line to the pt. The pt lines were clamped and the treatment was aborted. There was minimal blood loss and the pt was stable with no complaints or changes in vital signs. The md, the MFR and biomed were notified. The instrument was reprimed with a new kit which resulted in a successful treatment.